Manufacturer narrative:
(B)(4). The pump passed the displacement test. No unexpected insulin pump error alarms noted during testing however, the formatted history file confirmed insulin pump error alarm (line number 3540 file number 26) due to a software error. Hardware low level failure alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed software error detected error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.